Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to replicate or confirm the customer reported complaint. A visual inspection of the instrument showed no blade exposed, no conductor wire damage or snake wrist damage. Some bio debris was found at the instrument tip. Self check passed on an in-house system. Cut and seal function passed with no issues. Gap gage was tested and passed without any issues. Electrical continuity was tested with a mufti meter and passed. The instrument logs do not show the instrument had any sealing failures. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not seal the patients tissue. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument was not sealing and not burning. The vessel sealer was able to successfully complete a seal prior to this reported issue. The procedure was successfully completed with another vessel sealer instrument. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer to obtain additional information, however the customer didn't have additional information to provide.